Manufacturer narrative:
The device was not returned for evaluation. The customer reported a broken power cord which could be due to a lack of service or preventative maintenance not performed or misuse. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary. The investigation will be reopened if additional information or the device is received.

Event description:
We received a report from the (B)(6) national medical device adverse events reporting system on behalf of (B)(6) that the system shutdown during treatment and the power line was found broken. No patient injury was reported. No additional information will be provided by the reporter.